Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated all devices were prepared per the instructions for use (IFU). Resistance was experienced during the procedure prior to the tip detachment and damage. No other steps were taken to secure the catheter tip in the patient vessel, and it was unknown if the patient was currently symptomatic.

Manufacturer narrative:
H3. Product analysis findings: upon visual inspection, no damages or irregularities were found with the react-68 catheter hub. No bends or kinks were found with the react-68 catheter body. However, the react-68 distal marker band/tip was found separated and missing. The tubing material of the react-68 catheter separated end exhibited with stretching and jagged edges with the inner wire stretched and exposed. The react-68 distal marker band/tip was not returned as it reportedly remains within the patient. The react-68 catheter total length was measured to be ~140.0cmand the useable length was measured to be ~133.5cm which is within specifications (specification: 132cm +3/-0cm). Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. However, the root cause for the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) does not report patient or physician information based on their privacy laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a react-68 catheter tip that was damaged and detached within the patient's vessel. It was reported that the react-68 catheter was used during a procedure for thrombus retrieval in the m1 segment. Imaging was performed for confirmation of vessel patency and revealed that reperfusion was not achieved. A second attempt was made to collect the thrombus, but during the attempt, it was found that the react catheter tip was damaged so another product was opened to use to attempt thrombus retrieval. However, it was noted that the react tip had actually detached and remained in the m1 vessel segment. Several attempts were made to collect the broken tip but attempts were unsuccessful and the procedure was ended. It was unknown if the patient had any symptoms or complications associated with the event but reported the patient did not have any injury.